Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the suj to resolve errors on the suj 4 wrist. The system was tested and verified as ready for use. Isi received the suj involved with this complaint to perform failure analysis. The suj was analyzed and the error(s) was replicated in-house.

Event description:
It was reported that during a da vinci-assisted mediastinal mass resection procedure there were errors pointing to the set up joint (suj) 4 wrist when the operating room staff was attempting to switch to the stapler instrument. The intuitive surgical, inc. (Isi) technical support engineer (tse) noted a hard power cycle did not resolve the issue and therefore the procedure was converted to open surgery. Isi completed the follow-up, and the following information was obtained: the system was checked upon power on and there were no errors noted. The patient tolerated the conversion to open surgery without issue and the patient has not returned to the hospital due any post-operative complications.